Event description:
It was reported to philips that when the device was powered on it went in-operative. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Customer states they are having issues powering unit on. The unit gives vent inop when in normal operations. When powered into service mode customer sees that there isn't a serial number and part number listed for the motor controller (mc) board. Customer is requesting a mc board part number and price. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Remote service technician gave customer part number and price for mc board. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.